Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address pain and implant wear.

Manufacturer narrative:
Examination of the submitted device confirmed unanticipated wear consistent with third-body particles, likely cement debris. There is no indication the device did not perform as intended. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. The root cause of the device wear is being attributed to third-body particles being introduced into the joint space. No evidence was found indicating product error was a contributing factor to the device wear and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.